Event description:
It was reported that the pta balloon would not deflate after the first inflation at 20atm in a lower arm fistula. A needle was inserted through the skin to deflate the balloon and the catheter was retracted without incident. Another pta balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is inconclusive,a s the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available info. It is unk if patient and/or procedural issue contribution to the reported event.